Event description:
Per incident report, this lead had dislodged one day post implant and was explanted.

Manufacturer narrative:
The mechanical performance of the lead under complaint was scrutinized. The fixation helix was found deformed. Due to the deformed fixation helix, the functional test of the fixation helix mechanism was not properly feasible. The analysis did not reveal any sign of a material or manufacturing problem. It is reasonable to assume that the deformed helix is due to excessive mechanical stress during the implantation or explantation procedure. The cuttings in the outer insulation are most likely due to the explantation procedure.